Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Bd received one unused insyte autoguard bc 22ga retracted needle/barrel assembly in an opened package. No catheter/adapter was returned. Through the visual inspection the needle was repositioned to the out position. There was no silicone lube observed therefore the defect reported was not confirmed based on evaluation of the returned unit. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 382523 batch no: 8193836. It was reported that lubricant is noticed in many of the catheters. Per customer email: the lubricant is evident in many of the catheters. Today I checked the following and it was noted in these catheters. Ref 382534 lot# 8340860 20 ga 1.16¿ ref 382523 lot# 8193836 22 ga 1 ¿

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 382523, batch no: 8193836. It was reported that lubricant is noticed in many of the catheters. Per customer email: the lubricant is evident in many of the catheters. Today I checked the following and it was noted in these catheters. Ref 382534 lot# 8340860 20 ga 1.16¿, ref 382523 lot# 8193836 22 ga 1 ¿.